Manufacturer narrative:
(B)(4). Date sent: 6/18/2020. D4: batch #t9432w. Investigation summary: the device was received with the I-blade upper tip broken off and the upper jaw detached, and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the patient suffer any adverse consequences? There were no consequences following the incident except for a loss of time in the course of the intervention, in particular due to the search for the lost piece and the verification of the integrity of the device after reconstitution of this latest. The patient followed a normal recovery with a return home on time.

Event description:
It was reported that during a laparoscopic dissection, one of the jaws of the device broke inside the stomach of the patient. The procedure was suspended to recover the part of the device, which was found. Another device has been used to finish the procedure. There were no patient consequences.